Manufacturer narrative:
The device is not expected to be returned for evaluation as the issue was confirmed as resolved via the phone. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor was not programmed correctly for the diagnostic endobronchial ultrasound procedure, and they were unable to use the scope switch to access the picture in picture for the ultrasound. While a manual switch was made, the ultrasound image was grainy. The issue resulted in an approximately 10 minute delay, during which the patient was sedated. There were no reports of patient harm.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The incorrect programming of the video processesor is not a reportable malfunction. The initial medwatch also reported the issue resulted in an approximately 10 minute delay, during which the patient was sedated. The procedure was completed with no reports of patient or user injury/harm. Per the legal manufacturer and clinical assessment, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.